Event description:
It was reported that the user required assistance performing an infusion set and cartridge change with a 23-inch teflon 6 mm inset; during fill tubing they did not observe drops, then noted a leaking prefilled cartridge after inserting the cartridge alone prior to connecting the tubing, and subsequently completed a full supply change with successful therapy resumption, consistent with an improper procedure related to the cannula/cartridge workflow. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.